Event description:
It was reported a patient of unknown age will be undergoing a right hip revision procedure at an unknown future date. It was reported the initial implants are an mcs stem or slightly newer p series femoral stem with a 1113 taper. An x-ray was provided of the implants. No product identification was provided. No additional information was provided.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: a, b, c, d, f, g. The adverse event was likely the result of prosthesis wear. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices appear to remain implanted and no relevant clinical information or product information was provided if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.